Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose value of unknown. The patient¿s blood glucose was 44 and 54 mg/dl and the sensor glucose was 84 and 68 mg/dl. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of low blood glucose values. The customer experienced symptoms such symptoms. The customer was treated with carbohydrate. Trouble shooting was performed and found differences between sensor glucose and blood glucose levels and are within acceptable range. The expiration date is unknown as the customer is having a difficult time seeing. Advised customer to monitor his blood glucose and wait an hour for it to stabilize before calibrating. The device will not be returned by analysis.